Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s right ventricular apical lead was reflecting low lead impedance. The physician has opted to monitor the lead until the patient¿s pacemaker has reached its elective replacement interval in a few months at which time the lead will be replaced.